Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir for a life-sustaining infusion, leaking was noted and a bottle of remodulin was wasted. No patient consequences were reported. No adverse effects were reported.